Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in and (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: no photos or samples were received for evaluation. Since no samples displaying the reported condition were received a potential root cause could not be defined. Since no samples displaying the reported condition were received corrective actions are not necessary.

Event description:
It was reported that unspecified bd pmcf safety glide needle experienced 5 cases of leakage, 3 cases of foreign matter in the device cannula/needle/syringe or any other fluid path component, and 2 cases of broken needles. The following information was provided by the initial reporter: material no: unknown , batch no: unknown. It was reported via post market survey that the clinician encountered leakage (5), needlestick injuries (before use on patient) (2), foreign matter in fluid path (3), and broken needles (2). Additional information related to leakage: "injection interrupted". Additional information related to needlestick injury (before use on patient): "loss of a syringe". Additional information related to foreign matter in fluid path: "patient alarmed". Additional information related to broken needles: "loss of product".